Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that the sheath leaked from the valve during device preparation. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It was discovered that the sheath had a leak from the valve. A small leak with a slow drip was observed when a non-boston scientific mapping catheter was inserted into the sheath. A larger, fast leak was observed when a radio-frequency ablation catheter was inserted into it, and air ingress into the sheath was also observed with that catheter inserted during aspiration. The sheath was replaced and the procedure was completed. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath leaked from the valve during device preparation. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It was discovered that the sheath had a leak from the valve. A small leak with a slow drip was observed when a non-boston scientific mapping catheter was inserted into the sheath. A larger, fast leak was observed when a radio-frequency ablation catheter was inserted into it, and air ingress into the sheath was also observed with that catheter inserted during aspiration. The sheath was replaced and the procedure was completed. The device is expected to be returned for analysis.